Event description:
The customer stated that they are getting inaccurate low aorta diameter measurements form the aortascan.

Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001695. Quality assurance engineer confirmed that the device had intermittent power issue. The device failed to power on at second cold reboot (pull battery out while is still on, then put it back in) which took place 3 to 5 minutes after the first reboot, the device neither powered on itself nor responded to power button press. Removed batter from the device and waited 5 minutes, put the battery back in and the device powered on ok. Qa engineer could not reproduce inaccuracy issue with the device. Performed about 100 scans on aaa phantom and aorta diameter results range from 3.3 cm to 3.9 cm within phantom cert value 3.15 to 4.26cm qa engineer checked two batteries with the device, and both batteries function correctly.